Event description:
Complainant alleged that while treating a male, drowning victim the device was attempting to defibrillate at 150 joules and inappropriately shut down. The device was powered on, and while attempting to defibrillate at 150 joules, the device inappropriately shut down. The device was then unable to power back on. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.